Manufacturer narrative:
PMA/510k: 06aug19. Date of report: 07aug19. The service technician indicated the customer declined purchase order (po). If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 5dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator experienced "low tidal volume". Reportedly, the flow sensor was out of range. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.